Event description:
It was reported that a preloaded intraocualr lens (iol) was loaded, handed to the surgeon and only half (1/2) lens came out. It was noted that the lens was partially inserted and removed during the same procedure. There was a delay in treatment; however, no further interventions were reported. The daily activities of the patient were not significantly affected by this issue. The patient status was reported to be temporarily impaired. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/ no information provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Hence, not explanted. Initial reporter telephone number: (B)(4). The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review the event has been assessed as not reportable as there were no additional surgical maneuvers with secondary instrument to remove the lens being reported. Therefore, this follow-up #1 is being submitted to provide the corrected data. There will no longer be any further reporting under MFR report number 3012236936-2022-00302. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.